Event description:
It was reported that the patient received six shocks after feeling presyncopal. The patient's spouse was able to contact emergency services. Emergency medial services arrived and the patient was hospitalized. The status of the device is unknown at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).